Manufacturer narrative:
Product complaint # (B)(4). Additional information: h10 related report name . Corrected information: f10. Health effect - clinical code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a biopsy procedure on an unknown date and absorbable hemostat was used. The patient had an anaphylactic reaction. Additional information was requested

Manufacturer narrative:
Product complaint(B)(4). F 10. Component code: g07002 - device not returned f 10. Health effect - clinical code: allergic reaction ¿ anaphylactic reaction to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. For what indication was surgifoam used? Liver biopsy 2. Who used the sponge, the health care professional or patient? Hcp 3. How much surgifoam was used? 4. Did the patient have a medical history of allergy towards gelatin? No 5. Was a patch test performed? If so, please forward results of allergy test no 6. Which other devices were used during the procedure? 7. What is the hcps opinion of what caused the event considering surgifoam due to anaphylactic reaction immediately after surgifoam application 8. What are the product code and lot number? Product code 1972, no lot # captured this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.